Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, 30209417, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 06-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: 750ml, flow rate: 7 ml/hr, procedure: hysterectomy , cathplace: unknown. It was reported, the patient had surgery on the morning of (B)(6) 2024 and was advised the pump would last until (B)(6) 2024. The patient called on (B)(6) 2024 stating the pump was empty. The device was removed. There was no reported injury. Additional information received on 06-aug-2024, the patient reports feeling "out of it" for 2-3 days and "had no pain but felt kind of high." Denies tinnitus related to pump use. Denies metallic taste. The pump was kept on top of a pillow and was not covered. Tubing was taped down appropriately.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 06-aug-2024 and the patient states she was "super out of it for 2 or 3 days". "Had no pain but felt kind of high." Patient has tinnitus and does not feel that she had ringing in ears related to pump use. Denied any metallic taste in mouth. States pump was kept on top of pillow, not under covers. Tubing was taped down appropriately. Normal temps."

Manufacturer narrative:
The device history record for the reported lot number, 30209417, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Sample was received empty. During the evaluation the distal end infused when all selectable flow rates were selected during infusion verification, the flow accuracy test was performed and yielded a rate which was below specification for both safs (select-a-flow), this explains that there was no fast flow observed or captured during the flow testing, and when the pressure pot testing was performed on the safs , all tested rates on saf-b met specification, however, on the saf-a, one of the rates was below specification, a potential cause for this slow flow could be a drug crystallization causing an obstruction of the tubing. Per the instructions for use (IFU) the flow rate may be higher or lower at the first and last hours of infusion, and the labeled flow rates are based on the use of normal saline as diluent, if a different diluent/drug is used the viscosity could be affected and cause the flow rate to increase. Root cause could not be determined. All information reasonably known as of 22-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.